Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - excessive force.

Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the superficial femoral artery (sfa) with heavy calcification and heavy tortuosity. The 5x120mm supera stent was initially implanted, then the 5x150mm absolute pro self-expanding stent system (sess) was advanced to the target lesion and the stent was attempted to be released; however, resistance was noted with the thumbwheel and only 1/5 of the stent was able to be released. Therefore, the handle of the sess was opened to attempt to completely deploy the stent. The stent still could not be completely deployed. The sess was removed with force from the patient. A 5.5x120mm supera stent and a 6x150mm absolute pro ll stent were used to continue the procedure. There was no adverse patient sequela reported and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. Reportedly, an 0.018¿guide wire was used. It should be noted the absolute pro ll peripheral self-expanding stent system instruction for use states: one (1) 0.035¿ (0.89 mm) diameter guide wire. As it is undetermined if the deviation of the instruction for use caused/contributed to the reported difficulties, a follow-up letter to the physician will not be required. Additionally, the sess was removed with force from the patient. It should be noted the absolute pro ll peripheral self-expanding stent system instruction for use states: should a sudden increase in resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components and this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. As the force applied seemed to be a reasonable clinical response to the difficulties, a follow-up letter to address the deviation of the instructions for use will not be required. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified six other similar incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. Correction: medical device problem code 2017 - failure to follow steps instructions was also added due to the undersized gw selection.